Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg was not placed in surgery mode prior to the patient undergoing an unrelated surgical procedure (exact date unknown). Later the ipg would no longer communicate with external devices, and the patient controller displayed the error message, ¿generator is not responding.¿ company manufacturer when tried to connect, it reset the ipg. All programs had been wiped away, having it for many years. They were able to program and patient regained effective therapy.